Event description:
It was reported that the physician was inserting the catheter into the pt's right internal jugular when one of the wings of the sheath broke off. The physician had to use two hemostats to clamp onto the sheath to salvage the procedure. As a result, she had to cut away the sheath in order to successfully remove the sheath. There were no pt complications reported.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional info becomes available.